Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (patient underwent a procedure to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included progesterone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("migraines/headaches") and rash ("complications during removal/anesthesia resulting in skin rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy, performed laparoscopically) and surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy, performed laparoscopically). Essure was removed on 7-jun-2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, menorrhagia, fatigue, headache, migraine, nausea, rash and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - on 11-mar-2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet , new reporter, patient demographic information, patient relevant history, concomitant product, new event abnormal bleeding (vaginal menorrhagia), fatigue, migraines/ headaches, nausea, pain, weight gain, abdominal pain and complications during removal/anesthesia resulting in skin rash were added . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.